Event description:
It was reported that patients pump failed and displayed a non-resettable malfunction. There was no adverse impact to the customer's blood glucose level. The customer declined further follow-up and is currently in the process of obtaining a new device, as the old one was out of warranty.